Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h imdrf annex codes, section h device manufacture date d4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medications were not crossing over to the server. A technical support specialist (tss) checked the communication between the carefusion coordination engine (cce) and the server, reviewed health sight viewer (hsv) for error messages, and restarted the external messaging service on the application server, confirming that messages were crossing over. The customer later reported that usage and dispense data were still not appearing in reports despite counts being performed. Tss then restarted the job scheduler and re ran the all device events report, which still showed no activity. A blind count was requested and time stamped for verification, but the report remained unchanged. Data synchronization, error, and med application logs showed no related errors, although logs verified that the count occurred at the reported time. Tss identified that the structured query language (sql) job was not running, enabled it, and confirmed that data began updating once the sql job was active. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server the user reported that all the medications were not transferred to the bd enterprise server. Although medications were restocked, the system continued to display them as not restocked. No updates were reflected on the bd enterprise server, and report generation also showed no changes. This issue affected all stations, not just the 6w station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user reported that all the medications were not transferred to the bd enterprise server. Although medications were restocked, the system continued to display them as not restocked. No updates were reflected on the bd enterprise server, and report generation also showed no changes. This issue affected all stations, not just the 6w station. There were no adverse events or injuries reported based on this event.